Event description:
New gtube product placed in pt following pt pulling her 's out at home. This pt recently had the gtube placed via surgery. The new gtube was supplied from here and placed into patient by provider. As far as I know, the placement was smooth and diagnostic xray was ordered to confirm placement. Once placement was confirmed, parents of the pt attempted to attach connection tubing to give pt home medications. At this time the parents called pt's nurse into room stating they couldn't get tubing to click into gtube port. I was then called to assist. I was able with increased effort and force to get attachment into gtube. Parents were unable to get attachment in and during comparison of prior gtube the locking mechanism of new port was much more difficult and seemed to be possibly defective. That gtube was removed and another gtube was placed and tested. The connecting of the extension tubing was easily done and seemed to be working well. Another xray was done to confirm placement. Manufacturer response for feeding device, mini one balloon button (per site reporter): they are sending me a shipping label.